Manufacturer narrative:
The device was not returned to the MFR for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the MFR. There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
Staff in the dialysis clinic allege a blood leak occurred in an f160nr dialyzer upon treatment initiation. Broken fibers were observed. Blood observed in the dialysate line. Test strips were used and were positive for blood. Machine alarmed a appropriately. Ebl = 300cc. Patient needed no medical intervention. Treatment was completed with new set up. Sample was not returned to MFR for testing.